Manufacturer narrative:
H6 device codes corrected. The device was returned for analysis. Visual inspection revealed no issues, and the device appears to be in good condition. The as reported code of catheter damaged/defective cannot be confirmed.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the severely stenosed and severely calcified target lesion. The tip of the catheter was pushed excessively during insertion of the device and a separation occurred. The catheter was removed and the procedure completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the severely stenosed and severely calcified target lesion. The tip of the catheter was pushed excessively during insertion of the device and a separation occurred. The catheter was removed and the procedure completed with another of the same device. There were no patient complications.